Event description:
It was reported that the patient had an inappropriate shock due to a supra-ventricular tachycardia. The sensing vector was set to the secondary vector. The rate was between 220-230bpm. Technical services reviewed and discussed the data with the caller. The doctor will be updated with the information. There were no additional adverse patient effects. The system remains implanted.